Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. The pump was unable to prime during prime test due to faulty force sensor resistor. The pump was unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The motor was tested outside of the unit and passed. The pump had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer was hospitalized for low blood glucose level of 53mg/dl. It was reported that the customer's pump was broken. It was reported that the pump would be replaced and returned for analysis.